Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 1.04 on a (B)(6) female patient presented in the ER with chest pain, hypertension and a headache. There was no patient information at the time of this report. Patient care was based on the negative results. Patient was admitted to the hospital due to other clinical reasons. The customer states that return product is not available for investigation. (B)(6). Apoc has determined that the result of 1.04 at 10:58 preceded by negative result on I-stat approximately 2 hours before suggests that this is not a typical performance of the assay. The patient was admitted to the cardiology service with diagnosis of non-st segment elevation myocardial infarction (nstemi). She was started on asa, bb, statin, and heparin guttae (gtt). Patient was recommended for a left heart catheterization (lhc). The lhc revealed normal coronaries per dr. And likely a false positive troponin. Apoc believes that an adverse event occurred as the patient received an unnecessary catheterization as a result of the suspected false positive result. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4) . The investigation was completed on 02/09/2017. Retain product was tested and functioning according to specification. Return product was not available for investigation.